Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the lead exhibited a sensing anomaly. The lead was not used and a new lead was implanted.